Manufacturer narrative:
The customer reportedly was doing his treatment when there was a fairly loud crack, a spark flew out the back of the unit and it stopped. The hillrom technician found the transformer on the main pcb had blown. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). The vest® airway clearance system instructions for use (IFU) note that minimal routine maintenance and periodic cleaning are necessary for the vest® airway clearance system. Facilities should do these tests and examinations annually: unplug the air pulse generator from its power source examine the overall condition of the unit for damage or missing parts. Examine the power cord and connector for cuts, scrapes, or other damage. Do electrical safety tests in accordance with facility protocols. Clean and disinfect the unit connect the air pulse generator to a disposable garment and to an appropriate power source. Make sure the unit is operational, and that all functions operate correctly. Information regarding the safety and warnings specific to the device is outlined in the IFU. Additionally, if the device were to smell like it was overheating or smell like it was burning, the trained user would not use the device and remove it from the patient¿s environment. Should the malfunction recur, it is unlikely to cause or contribute to a serious injury or death as a device which is overheating would be noticeable to the user and the device would be removed from the patient¿s environment. Therefore, hillrom does not consider this complaint reportable. The hillrom technician found the transformer on the main pcb had blown, this was replaced along with the blower assembly and iec fuse. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the device made a cracking sound and sparks flew out. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).